Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that two (2) lld contact springs had fallen off in the reported problem area of the pipette assembly. The springs were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.